Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/17/2021. H.6. Investigation: one unused 50ll syringe with reference 300865 and lot number 2105026 received for investigation. A device history review was performed for the reported lot 2105026, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Upon visual inspection of the sample provided by customer no defects can be observed. The barrel of the device does not show any damage that could have deformed its shape. The stopper is correctly assembled and when the syringe is disassembled, the plunger does not show any defect. Additionally, no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that while using bd plastipak¿ 50ml concentric luer lock syringe leakage occurred on two occasions. The following information was provided by the initial reporter: we had 2 times a problem with the reference 300865. Indeed, the product was leaking from the plunger. We use these syringes for the preparation of chemotherapy and this could have caused an accident. The lot number of these syringes is 2105026.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd plastipak¿ 50ml concentric luer lock syringe leakage occurred on two occasions. The following information was provided by the initial reporter: we had 2 times a problem with the reference (B)(4). Indeed, the product was leaking from the plunger. We use these syringes for the preparation of chemotherapy and this could have caused an accident. The lot number of these syringes is 2105026.